Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted. The reason was not provided. No additional adverse patient effects were reported. The local area field representative was contacted for additional information, however at this time no further information is available.

Manufacturer narrative:
The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable. The allegation could not be confirmed by laboratory analysis.